Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 (describe event or problem) should be: it was observed that during the device inspection, the cysto-nephro videoscope exhibited distal end had foreign objects. There were no reports of patient involvement. Correction: h6 (component code) should be: 3123 ¿ distal end tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, distal end (tip part) has foreign material, but the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the cysto-nephro videoscope exhibited foreign material at the distal end around the objective lens. There were no reports of patient involvement.